Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary procedure was completed by using another system. The philips field service engineer (fse) inspected system onsite and confirmed that the system could not emit x-rays. The fse found a tripped circuit breaker; after resetting breaker, the ippc still did not power on. Further investigation revealed the f23 fuse in the m cabinet was defective. The fse replaced the f23 fuse. After which, the system returned to use in good working order. The codes were updated based on the investigation outcome

Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.